Event description:
It was reported by a company representative that a handheld computer would experience a screen freeze when performing interrogation and even at the start up. The reported handheld was returned to the manufacturer and remains under analysis. It is unknown if troubleshooting was performed on the returned handheld.

Event description:
Analysis was completed by the manufacturer. Analysis of the returned handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned flashcard indicated that no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.